Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was 569 mg/dl. The customer was wearing the insulin pump at the time of the incident. Troubleshooting was declined; caller requested that the insulin pump be replaced. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.